Event description:
It was reported that the valve was occluded.

Manufacturer narrative:
The valve was patent and passed reflux testing. The valve did not pass siphon and leak testing due to three tears on top of the valve dome. The valve did not meet established specifications for pressure-flow and preimplantation testing. Crystalline debris found inside the delta chamber can partially occlude the valve resulting in high pressure-flow results. A review of the manufacturing records was not possible as no lot number was provided. All of our products are 100% tested at the time of manufacture.